Manufacturer narrative:
Per the instructions for use, cardiogenic shock is a potential risk associated with standard cardiac catheterization, balloon valvuloplasty (bav), the use of anesthesia, aortic valve replacement and bioprosthetic heart valves. Cardiogenic shock can have multiple etiologies during a valve procedure, including, but not limited to, myocardial infarction, ventricular arrhythmias, cardiomyopathy, pericardial tamponade, tear or rupture of the muscles or tendons that support the heart valves, especially the mitral valve, tear or rupture of the septum between the left and right ventricles, severe bradycardia or heart block, and damage to the heart muscle. It is most associated with poor ventricular function. Other major risk factors that may predispose a patient to cardiogenic shock include advanced age, a history of heart failure, previous myocardial infarction, and coronary artery disease. In this case, it appears the cardiogenic shock was consequence of latent massive hemorrhage and cardiac dysfunction which contributed to the condition. Other contributing factors may have included the patient¿s complex medical history / significant comorbidities. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device in the aortic position. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our affiliates in (B)(6), a few hours after the implant of a 23 mm sapien 3 valve by tao approach in the aortic position, the patient passed away. Partial "j" sternotomy was performed and the distance from the aortic annulus to the puncture side was 8 cm. There was no calcification in the puncture side. The valve had been implanted with good result with only mild pvl, confirmed by tee. The closure of the puncture side was also uneventful. In ICU, tte showed no signs of cardiac tamponade, dissection or pleural effusion. Patient expired as a result of cardiogenic shock. It was determined to be a consequence of latent massive hemorrhage and cardiac dysfunction.